Event description:
Report was rec'd by medwatch. It was reported that a right total knee arthroplasty was being performed on the pt. "20g arrowcath 0.46 spring wire guide broke off inside pt's right radial artery leaving 4mm of wire inside pt. (These wires are normally very strong and I was unable to break another when trying to test their strength). The wire that broke was barely stressed + unraveled with very gentle traction as I attempted to remove it." - physician's impression. On 2/4/08 f/u info stated the piece was surgically removed from the pt. There were no pt complications reported.